Event description:
While opening an unopened 10 pack of insulin syringes, reporter reportedly reached into the bag was stuck by an exposed syringe neddle. Reporter was retrieving the syringe for spouse who is diabetic. Consumer was assured that the needle had been sterilized. Consumer went to the doctor for a tetanus shot.